Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) engineer the instrument and found a pipette tip slipping from the tip clamp and hitting the bottom of the microwell in the reported problem area of the pipette assembly. The tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.